Event description:
The momentary safety switch failed to operate as designed. Visual examination of the switch and its components revealed that a spring had become dislodged and broken, which allowed the safety switch to be activated with very slight pressure.